Event description:
It was reported that during the implant procedure, when tightening the setscrew to the lead, it did not produce the "normal noise" that indicates a good connection. The device was tested, and it showed a frequent "loss of command." The lead was retested and all functions showed good functioning. The doctor attempted to place the lead again and had the same problem. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient outcome was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; analysis noted the grommet was damaged, and the setscrew was loose/detached. The device passed all testing.